Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. The reporter alleged that the pump audio tones were functioning intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. During investigation, an alarm was reproduced and the pump emitted the appropriate sound warning and display message. The audible alarm reading was found to be within the required specifications. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the bumper pad and cover. The returned battery and cartridge caps were used to complete all testing. The complaint that the pump¿s audio tones were functioning intermittently was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.